Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the tampon falling apart.

Event description:
The consumer stated that during removal, multiple tampons came apart into pieces. She did seek medical evaluation.